Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and experienced a hematoma which is leaking at the device site. The hematoma site was drained. The ipg remains in use. No further patient complications have been reported as a result of this event.